Event description:
During review of the event history log door jammed alarm was discovered. This suggests a device malfunction. Any pt involvement is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter evaluated the device and found that the upper auxiliary was failing. This part is a known contributor to door jammed alarms and has been replaced.